Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator, the main component of the system, other applicable components are: product ID: 37642, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the ins was shutting off when they put the programmer up to their chest for the past couple of days. It has happened all three times they have checked it and the power was off. There were no suspected sources of emi in their home and they had no medical exposure. The ins was half full at the time of this report. No further complications were reported. Refer to manufacturer report #3004209178-2017-20331 for details pertaining to the reportable related event.